Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer stated that he has yet to calibrate the o2 pressure transducer or fraction of inspired oxygen (fio2)monitor and will call back once issue persist. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the vela ventilator had an o2 inlet issue. Furthermore, there was no patient associated with the reported event.